Event description:
It was reported by the rep the device was used during a diagnostic laparoscopic oophorectemy. It was reported the distal end of the instrument broke off after being fired in the pt. The surgeon tried to retrieve the product, but was unable to do so. The procedure was converted from laparoscopic to an open case.